Event description:
Pdc received call on (B)(4) 2014 reporting a medical intervention that occurred on (B)(6) 2013 at 7 pm. Patient's wife ((B)(6)) called stating she believed the prodigy meter was reading incorrectly. Reading on the prodigy meter at the time of the event was 98 mg/dl. Patient was showing signs of mumbling, falling asleep, glazed pupils and confusion. Paramedics were called immediately and performed glucose test when they arrived with the test results of 157mg/dl. Approximately, 15 minutes elapsed between testing with prodigy meter and paramedics meter. Patient was transported to e.r. Caller unsure of any testing or test results at e.r. Patient's stay in hospital was 4 days. Discharge instructions were as follows: replace sugar with splenda: medication change: 30 units of lantus x1, humalog 12 units per meal (increase 1 unit if glucose reading is between 160-200 mg/dl, increase 2-3 units if glucose reading is between 200-300 mg/dl. If glucose still climbs, increase lantus to 10 units. Pdc sent replacement and prepaid envelope requesting return of suspect device.